Event description:
Pt had a smr revers put in on (B)(6) 2007. When pt presented to the surgeon, the shoulder was dislocated and he believes it had been like that for about 2 years. The revision surgery has been performed on (B)(6) 2012. Both the original and the revision surgery took place in (B)(6).

Manufacturer narrative:
No investigation is possible, as we did not receive the lot number of the glenosphere involved. Moreover no further information (e.g. X-rays, explants for analysis) is available. The complaint source confirmed that it's not possible to gather this information.